Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were evaluated in the field and the issue was confirmed; 3 devices had broken/damaged components and 8 devices had worn components. The devices were repaired and returned. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, where it was reported there was reduced brake force or the brakes would not hold. There was no patient involvement.

Manufacturer narrative:
1 remaining device was evaluated in the field and the issue was confirmed; the device had worn components. The device was repaired and returned to use. The other 2 remaining devices were not evaluated as the customer did not make the devices available for inspection.

Event description:
This report summarizes 14 malfunction events, where it was reported there was reduced brake force or the brakes would not hold. There was no patient involvement.